Manufacturer narrative:
The event description and conclusion coding has been updated to 'no conclusion can be drawn', as it was inadvertently reported on the supplemental 04 MDR that user error contributed to the event. Following review of additional information, user error is no longer suspected.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Event description:
The generator analysis was completed on (B)(4) 2013. Initial testing confirmed the failure to program. After the generator was opened the device programmed properly. Results of diagnostic testing indicated the device operated properly and communicated properly. The battery voltage was 2.928 volts (not at ifi). Electrical test results showed that the pulse generator performed according to functional specifications. Burn marks were observed on the pulse generator can at the anchor tab and header seam area, which indicated that the pulse generator may have been exposed to an electro-cautery tool. It is unknown if the exposure to electro-cautery caused the failure to program. The generator will be placed in long term test for a period of 90 days in order to duplicate the failure to program.

Event description:
Additional information was received that the generator was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.

Event description:
Additional review of the information available indicates that when the patient was in the office on the date the failure to communicate with the generator occurred ((B)(6) 2013), the patient reported not feeling stimulation. It is not clear if the patient was not feeling stimulation prior to that date or if that was when the patient first began not feeling stimulation. Attempts to obtain clarification regarding when the patient started not feeling the normal stimulation of the device have been made and no additional information has been received to date. In addition, review of the generator programming history for the time period (B)(6) 2012, revealed no anomalies. There is no data available from the last time the physicians office was able to communicate/program the patients device in (B)(6) 2012, and per treating physicians office, it is believed that all the data available for this device has been sent to cyberonics. However, in comparing the as-received data obtained from the generator following explant, to the generator data available while implanted, it was identified that the digitally controlled oscillator frequency (dcofreq) had changed, resulting in the real time clock in the generator to not update. This is suspected to have occurred prior to the time when the communication problems were encountered at the patients follow up visit, in which generator reset attempts were made, but were unsuccessful. As previously reported, the explanted generator was programmed on and monitored in the product analysis laboratory, and the device has performed according to specifications and communicated properly. There appears to have been an intermittent issue with the device, which resolved during analysis. The cause for the failure to communicate was not able to be identified.

Event description:
It was initially reported that the patient¿s generator was unable to be interrogation. Three different programming systems were used to attempt to interrogate the generator and all were unsuccessful. One of the programming systems was found to have malfunction which will be reported via asr report. The other two programming systems were reported to be functioning correctly. The patient reports that he has not been feeling stimulation and that the magnet does not elicit any response. The patient was attempted to be interrogated in a different room and all non-essential equipment was turned off but the patient¿s generator was still not able to be interrogated. The generator was last interrogated (B)(6) 2012 and eos ¿ no. A generator reset was performed twice but the generator still would not communicate. The patient denied any exposure to a strong magnet or electrical force. The patient will likely had a generator replacement but it has not occurred to date. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution. Good faith attempts for additional information have been unsuccessful to date.

Event description:
The physician's office indicated that the patient was seen for routine follow-up and vns programming and was not seen because he could not feel device stimulation. It was reported that there was no information regarding how long the patient was unable to feel device stimulation.

Event description:
Additional information was received that the patient had a generator replacement. Product return attempts have been unsuccessful to date.

Event description:
An addendum of the generator analysis was completed on (B)(4) 2014. In order to aggressively challenge the battery and generator circuitry, the generator was programmed to the following parameters: output current 2.0ma, frequency 30hz, pulse width 500 micro seconds, on time 60 seconds and off time 0.2 minutes. The generator was placed in a simulated body temperature chamber set to 37 degrees c. The generator was the tested periodically to verify that the generator communicated properly, a one inch spacer was placed between the wand and generator. Results showed that the generator communicated properly. Based on the available information, there does not appear to be any device malfunction as confirmed by product analysis. It appears most likely that the cause for the inability to communicate with the device in the initial report is related to performing interrogations too quickly following a magnet reset of the microprocessor, which is addressed in labeling. Per labeling: "after a microprocessor reset has been attempted, wait at least 30 seconds before establishing communication with the programming software."

Event description:
An internal investigation was completed after a similar failure to program event was reported with a different generator. This event was reported in mfg. Report # 1644487-2017-02964. That investigation found that the generator's crystals was the most likely cause of the failure as the crystal failed 6 of 12 pind (particle impact noise detection) test attempts which indicate that a particle may have been present within the hermetically sealed cavity. The vendor opened the crystal cavity but didn't observe any foreign particle. It was concluded that either a particle was present but was lost during the opening of the crystal cavity or that the pind failures were false failures. In both cases, this report and mfg. Report # 1644487-2017-02964, the generator would not communicate in the field. The devices initially did not respond to communication attempts or reset attempts in product analysis; however, after opening the generator cases communication was restored. Since the series of events is similar it appears that the failure identified in the internal investigation for mfg. Report # 1644487-2017-02964 may be the same failure that caused this report's generator to be unable to communicate.

Manufacturer narrative:
This information was inadvertently reported incorrectly on mfg report #7 and should have been reported as 05/17/2017.